Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response on up arrow button due to flattened dome switch. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was not functioning. She had to use the down arrow button to get the settings she needed. Customer's blood glucose level was 157 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.